Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A livanova field service representative investigated the device and traced the reported issue to the clamp motor. A replacement device was provided to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that an alarm was displayed on the system panel stating "the arterial clamp is out of order" during procedure. There was no report of patient injury.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for repair. The motor and stator was replaced as well as the spindle and the two clamp boards. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.